Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial lead was explanted and replaced due to dislodgement. No additional adverse patient effects were reported.